Manufacturer narrative:
A device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Cas (clinical application specialist) mentioned that after speaking with manager she came to the realization that there are a lot of inadequacies in their sterilization process and will address them with their staff. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that diffuse lamellar keratitis in the unknown eye of a patient, after lasik surgery. All the cases were mild and patients are doing well

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).